Event description:
It was reported that during the implant procedure of a transcatheter valve, upon inserting the 18 french (fr) non-medtronic sheath, no resistance was encountered. Following removal of the non-medtronic sheath, a right external iliac artery (eia) dissection and thrombus with 99% stenosis were observed. At this point, the guidewire had been removed. Subsequently, endovascular therapy (evt) was performed via a contralateral approach. Thrombus aspiration was performed using a guiding catheter, and two self-expanding stents were placed. Revascularization was successfully achieved and the procedure was completed.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, upon inserting the 18 french (fr) non-medtronic (dryseal) sheath, no resistance was encountered. Following removal of the non-medtronic sheath, a right external iliac artery (eia) dissection and thrombus with 99% stenosis were observed. At this point, the guidewire had been removed. Subsequently, endovascular therapy (evt) was performed via a contralateral approach. Thrombus aspiration was performed using a guiding catheter, and two self-expanding stents were placed. Revascularization was successfully achieved and the procedure was completed. Additional information was received that the minimum diameter of the right external iliac artery (eia) access vessel was 5,8×6,1mm. Per the physician, the dissection seemed to have occurred during insertion of the non-medtronic (dryseal) sheath, but it was not noticed at that time, rather it was noticed at the end of the procedure. The physician attributed the dissection to the non-medtronic sheath and not the delivery catheter system (dcs) or guidewire. There was tortuosity in the patient's abdominal aorta, but there was no tortuosity or calcification in the access vessel. Per the physician, the sheath was inserted without any resistance, and an echocardiogram at the end of the procedure confirmed that there was no flow at the puncture site.